Manufacturer narrative:
UDI# : (B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
Clinical representative (cr) reported an inaccuracy at a recent surgery with dr. (B)(6) at (B)(6). This occurred on (B)(6) 2021. There was no patient injury or harm reported. Of note, all but the first trajectory were deviated in the same orientation thus prompting the potential of head shift or undue motion to be considered. There was no delay to the case as this was discovered post-operatively.

Manufacturer narrative:
A detailed analysis of the data logs and patient files has been performed and revealed that the inaccuracy at the entry point is confirmed for all fourteen trajectories implanted. An antero-posterior head movement is suspected in this case and would be consistent with the analysis. The registration was not properly executed by the user and the mounting of the head holder was an association of a mayfield adaptor and a crw frame which is not compatible. Both factors could be the cause for the inaccuracy. Indeed, two kind of marker are recommended for manual registration. The markers are supposed to be placed around the head and not be on the same plane. Using markers on the head holder plate might not provide an accurate registration. The user manual contains the necessary information to perform a correct registration verification: - seven points on the face are recommended to be checked. - if a too high error is detected, the user must check that the point is not in a hole of the 3d segmentation. The points in this case, were visually matching on 3d view but the verification did not provide correct result since the 3d segmentation was not adjusted. Moreover, only four points instead of seven were actually checked which is not enough since the markers for the rms were on the same plane. There is no guarantee that the registration was actually accurate.

Event description:
Clinical representative (cr) reported an inaccuracy at a recent surgery with dr. (B)(6) at (B)(6). This occurred on (B)(6) 2021. There was no patient injury or harm reported. Of note, all but the first trajectory were deviated in the same orientation thus prompting the potential of head shift or undue motion to be considered. There was no delay to the case as this was discovered post-operatively.